Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device lot #: the customer provided lot # 20e19-tnv. This does not match the catalog number provided. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that neutral bidirectional valve leaked. This occurred on 20 occasions. The following information was provided by the initial reporter: the device has been used. This type of valve in recent months has created major problems in the management of vascular access as it loses infusion solutions or blood products along the connection ring. Neutrox or needle-free valves are devices that allow the connection with the infusion routes and suction systems without the use of needles, guaranteeing the reduction of the infectious risk from manipulations. The needle free have been designed with the aim of reducing the risk of system occlusion by adding a valve mechanism capable of generating a neutral pressure at the time of disconnection so as to prevent venous return. The context where we operate the neurotox valve is that of the bone marrow transplant center where we assist fragile patients at high risk of contracting infections due to the severe immunosuppression caused by chemotherapy drugs. The risk of contamination of the catheter hubs, due to recurrent manipulations to heal the criticality of the valve, can lead to a high risk of contracting catheter-related infections.

Event description:
It was reported that neutral bidirectional valve leaked. This occurred on 20 occasions. The following information was provided by the initial reporter: the device has been used. This type of valve in recent months has created major problems in the management of vascular access as it loses infusion solutions or blood products along the connection ring. Neutrox or needle-free valves are devices that allow the connection with the infusion routes and suction systems without the use of needles, guaranteeing the reduction of the infectious risk from manipulations. The needle free have been designed with the aim of reducing the risk of system occlusion by adding a valve mechanism capable of generating a neutral pressure at the time of disconnection so as to prevent venous return. The context where we operate the neurotox valve is that of the bone marrow transplant center where we assist fragile patients at high risk of contracting infections due to the severe immunosuppression caused by chemotherapy drugs. The risk of contamination of the catheter hubs, due to recurrent manipulations to heal the criticality of the valve, can lead to a high risk of contracting catheter-related infections.

Manufacturer narrative:
The following fields were updated due to corrected information: d.4. Medical device lot#: 20e19-tnv h.6. Investigation: (B)(4) el250 samples from lot 20e19-tnv were received in sealed packaging for investigation. As part of the investigation, the customer provided a photograph of the affected sample; analysis of the photograph identified leakage from the el250 device, however the complaint sample was not provided for further investigation. Functional testing performed on the returned el250 products did not replicate the customer's experience of leakage; furthermore the products were subjected to leakage testing and back pressure testing, again no leakage was observed throughout testing. A review of the production records for lot 20e19-tnv did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects that could have contributed to the customer¿s experience. The alleged complaint sample was not available for investigation therefore it was not possible to confirm whether a manufacturing defect may have contributed to the reported leakage.